Manufacturer narrative:
It should be noted that the mitraclip IFU stated under section 24.4 clip delivery system insertion that "confirm that the stopcock on the clip introducer flush port is closed and that the clip introducer is de-aired." Since the stopcock was in the open position post insertion, this is considered a deviation from the IFU. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa) and the clip opening while locked (cowl). It was reported a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 2-3. An xt clip was attempted to be implanted at the center of a2/p2. With the clip locked and fully closed, the physician attempted establishing final arm angle (efaa). After turning the arm positioner knob to loose neutral, the clip was seen on fluoroscopy to open to about 30-40 degrees. The clip was unlocked, then relocked, fully closed, and then when returning the arm positioner to loose neutral the clip opened the same amount. It was attempted a third time with the same result. The physician did not want to take the clip out so the clip was closed all the way and implanted, the clip opened a little at deployment (but not as far as before). The procedure was ended with the mr at grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported unintended movement (clip open-efaa) and unintended movement (clip open-locked) could not be determined. The reported improper or incorrect procedure or method was due to user continues to use the cds because the user did not want to take the clip out, so the clip was closed all the way and implanted. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa) and the clip opening while locked (cowl). It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 2-3. An xt clip was attempted to be implanted at the center of a2/p2. With the clip locked and fully closed, the physician attempted establishing final arm angle (efaa). After turning the arm positioner knob to loose neutral, the clip was seen on fluoroscopy to open to about 30-40 degrees. The clip was unlocked, then relocked, fully closed, and then when returning the arm positioner to loose neutral the clip opened the same amount. It was attempted a third time with the same result. The physician did not want to take the clip out so the clip was closed all the way and implanted, the clip opened a little at deployment (but not as far as before). The procedure was ended with the mr at grade 2. No additional information was provided.